Event description:
During the procedure, when the cable was connected, the contact force was displayed "---" in purple. When the tactisys was confirmed, the status light had been lit in red. The connecting cable was re-connected with no resolution. When confirming the contact force graph on the screen, a message like "single use only" was displayed. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.